Manufacturer narrative:
H3: analysis of the 37642 patient programmer (pp) (serial# (B)(6) revealed that the device was scrapped due to corroded boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 37642 (serial: (B)(6), product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that the implantable neurostimulator (ins) battery discharged while they were sleeping, which caused therapy to turn off. The patient recharged the ins and tried to turn therapy back on, but the patient programmer would not power on. The patient replaced the programmer batteries but the issue persisted. During the call, the patient noticed corrosion inside the battery compartment of the programmer. The patient mentioned that they were having a difficult time focusing and could not function due to therapy being turned off. The patient had a recharger, so agent reviewed how to temporarily activate the ins on/off buttons to turn therapy back on. The patient confirmed they were able to turn therapy on. An email was sent to the repair department to replace the patient programmer. No symptoms were reported.